Event description:
Boston scientific crm received information that during a pacemaker replacement procedure, when the chronic right ventricular (rv) lead was inserted into the new device header the lead did not appear to be fully inserted as there space noted in the back of the barrel. The lead passed a tug test and demonstrated good measurements which suggested an appropriate lead-to-device connection. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.